Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the device lost signal to the transmitter. Data was provided for analysis. Data analysis revealed signal loss lasting longer than one hour on the incident date (B)(6) 2018. Confirmation of the complaint was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause was no communication - gap in logs.